Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of hypocupremia in a female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream (formulation (B)(4)) and fixodent. In 1986, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced hypocupremia, zinc toxicity, nerve damage, loss of balance, walking difficulty, tingling of extremities, numbness of extremities, pain in extremities, and weakness in extremities. At the time of reporting, the events were unresolved. According to the legal complaint, the patient experienced "hypocupremia, zinc toxicity and extensive nerve damage resulting in loss of balance and difficulty walking, tingling, numbness, pain and weakness in the hands, arms, legs and feet." The patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Follow up information was received on 18 may 2011 via medical records. On (B)(6) 2006, diagnosis included abnormal copper studies in a patient with neurologic problems. On (B)(6) 2006, the patient had a magnetic resonance imaging (MRI) of her lumbar spine that showed significant changes of l3/4 and l5/s1 on the right and l3/4 on the left with bulging discs and nerve compression. On (B)(6) 2007, the patient reported lyrica not working the way it was supposed to for neuropathy, so she was started on neurontin. On (B)(6) 2009, it was noted the patient had peripheral neuropathy " from the thighs down for quite sometime." The patient had had an extensive workup. She was found to be b12 deficient and had been replaced with intramuscular injections. The patient was not taking any at b12 injections at that time. The numbness continued. The patient was treated with lyrica. On (B)(6) 2010, the patient complained of worsening of her bilateral paresthesias. She had decreased sensation and weakness in her legs and was falling down multiple times. On (B)(6) 2010, it was noted the patient was initially evaluated on (B)(6) 2010 for leg weakness that started four years ago (onset in approximately (B)(6) 2006 with diagnosis of neuropathy/polyneuropathy in 2006) with sharp stabbing, electrical shocking pain in her feet and legs and tingling and numbness that gradually ascended up to her legs to the upper thighs. More recently, her hands became involved. The patient continued to have problems with weakness in her legs, difficulties with walking, and was found to have decreased strength in her legs with bilateral foot drop, increased tendon reflexes in her knees and angles, and absent posterior column function in her feet. Initially, she was thought to have subacute sclerosing myelopathy related to b12 deficiency. She was also diagnosed with questionable wilson's disease, but that was ruled out. An electromyogram (emg) of the leg showed evidence of a severe axonal symmetrical sensory motor polyneuropathy affecting her legs with severe active denervation and evidence of mild chronic reinnervation. The patient was noted to have used denture creams for more than 20 years that contained zinc and she became toxic on zinc. Her zinc level came back elevated at 216 mcg/dl. Her copper was also low at less than 10 mcg/dl. B12 was low normal at 284. The patient was diagnosed with zinc toxicity with resultant copper deficiency and secondary b12 deficiency. This was the reason for her leg weakness and neuropathy. The patient received a b12 injection and was recommended to obtain b12 injections weekly for a month, and then monthly afterwards. It was not expected the patient would have a complete recovery. The patient was instructed to stop using the denture creams and possibly obtain another set of dentures that would fit more properly. She was still waiting for the ankle-foot orthosis (afo) to assist with balance and walking abilities. On (B)(6) 2010, the patient had to walk with a cane and had foot drop bilaterally. On (B)(6) 2010, the patient was walking almost completely with a walker. She was not using a cane much at all and was still falling down regularly. Diagnosis included a b12 deficiency secondary to zinc toxicity with severe peripheral neuropathy and bilateral foot drop and leg weakness and left lower leg edema. On (B)(6) 2010, the patient was seen by a chiropractor and diagnosed with intervertebral disc disorder with myelopathy of the lumbar/cervical regions, thoracic or lumbosacral neuritis or radiculitis, and disturbance of skin sensation. This case was upgraded to medically serious by gsk.